Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this patient regarding to liberty cycler set product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis(pd). There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow-up, a nurse familiar with the patient reported the patient has been on hemodialysis (hd) for 5 years and no information about the peritonitis event is available.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis(pd). There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow-up, a nurse familiar with the patient reported the patient has been on hemodialysis (hd) for 5 years and no information about the peritonitis event is available.

Manufacturer narrative:
H10 clinical investigation: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the fresenius cycler with fresenius cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had peritonitis while on peritoneal dialysis(pd). There is no further information available.